Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer however the lot was manufactured on december 31st, 2014 and has a potential field age of 5 years. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported while implanting a comprehensive reverse total shoulder the glenosphere impactor head broke in the patient's body.